Event description:
The catheter was inserted into the wrist of a pt in 2008. On the following month, the nurse found the catheter detached from hub. The catheter was removed from the pt with forceps.

Manufacturer narrative:
One used unit was received on 14 july, 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.